Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: morbidly obese pts. The IFU states additional considerations for pt selection include but are not limited to: co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity).

Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt was complaining of leg pain while walking. An angiogram revealed that the trunk-ipsilateral leg component collapsed in between the flow divider and the top of the graft. The pt was implanted with one palmaz stent the same day to treat the collapsed portion of the device. The procedure ended without further complications and the pt tolerated the procedure. It was reported that the angle of the pt's aortic neck was approx 60 degrees and within IFU measurements.